Event description:
During the procedure, the generator touch screen frozen and made a high pitched buzzing sound and the procedure was cancelled. The patient is in stable condition.

Manufacturer narrative:
(B)(6) one 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Functional testing performed confirmed user defined target temperatures were successfully achieved during the application of rf energy. No faults, warnings or irregular heating periods were encountered during the evaluation performed. No abnormal display properties or unresponsive touchscreen periods were observed during functional testing. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event cannot be conclusively determined as no abnormalities were identified. The field reported issue was unable to be reproduced. The returned product operated as intended during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.